Event description:
It was reported that a physician's handheld device would not hold a charge and that his power cord had a loose connection. The physician stated that he had to position the cord just right for it to work. A replacement was sent and good faith attempts to have the handheld in question be returned to manufacturer for product analysis have been unsuccessful to date. Since the device was not returned to manufacturer for product analysis, it is unknown what the cause is of the reported event.